Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient was implanted with the rns neurostimulator and two cortical strip leads on (B)(6) 2019. Patient presented to emergency room on (B)(6) 2021 complaining of a sudden onset headache. Imaging revealed a moderate sized right sided intraparenchymal hemorrhage near the neurostimulator, as well as intraventricular hemorrhage. The patient had no other neurological symptoms. The patient denied any history of a traumatic injury, excessive exertion, known generalized tonic clonic seizure, anticoagulant use, hypertension, or recent illness that could explain this hemorrhage. Treatment included prolonged hospitalization, monitoring by CT and MRI, and frequent clinical assessments, as well as pain management.